Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 234 mg/dl at the time of the event. The customer received a replace battery now alarm and recall for low battery life of the pump. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved products mmt-1884, mmt-332a, mmt-213a. Troubleshooting was partially performed for short battery lifetime and replace battery now alarm and later customer declined. The customer received a replace battery alert/ replace battery now alarm without receiving a low battery warning and this was the first occurrence. The battery cap was not damaged. Troubleshooting was declined for hyperglycemia. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-332a.  No product return is required for mmt-213a.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Blank display due to damaged battery tube. Unable to verify low battery alert, replace battery now, power loss or download using thump due to blank display. Pump was unable to download to thump to verify pump error unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, corroded battery tube, faded serial number label, and missing display window cover. Confirmed blank display due to damaged battery tube. Was unable to verify low battery alert, replace battery now, or power loss due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.